Event description:
Info received indicates the brake casters will continue to swivel after the brake is engaged.

Manufacturer narrative:
The tech replaced the caster stems and horns to repair the stretcher.